Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a PICC. The customer reported the dual lumen catheter infiltrated. The PICC was inserted and in use for twenty-four hours, prior to it infiltrating. The PICC was removed and another inserted with no further complications.

Manufacturer narrative:
Submit date : (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.